Event description:
It was reported that the left ventricular lead had loss of capture about two years earlier, and it was capped and replaced with an epicardial lead at that time. The epicardial lead had high threshold and loss of capture. It was capped and replaced with another epicardial lead. The patient experienced phrenic nerve stimulation (pns) from the replacement epicardial lead when there was a sudden rise in threshold and high threshold. The pacing output was lowered to resolve the pns and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 5071-53, serial# (B)(4), implanted: (B)(6) 2014; product ID 419688, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(6). (B)(4).